Event description:
An optometrist reported a pt experienced a watery eye and pain as a result of corneal erosion, three and a half months following photo refractive keratectomy (prk) surgery. Treatment with a bandage contact lens therapy for 3 months started. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Results from the product history review indicated the product met release criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Attempts have been made to obtain add'l info. A completed questionnaire was not received. (B)(4).